Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es entire drawer was failed to detect on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers in the auxiliary and main station had failed. The field service engineer (fse) checked the firewall settings and tested several drawers on both units using the hardware test application, with no issues found. The fse also inspected the cables at the back of both units. Upon rebooting the station, the pyxis application started slowly, but all drawers functioned once it completed. A second reboot caused all drawers to stop working. The fse disconnected the auxiliary from the main and rebooted, which resolved the slowness and restored drawer functionality on the main. The auxiliary was then reconnected, and the station was rebooted incrementally, connecting one drawer at a time until all seven were connected and functioning properly. The fse also checked the bus cable connections. The system functioned as intended after the field service engineer repaired the device.